Event description:
It was reported via literature that stroke, device did not seal, and thrombosis occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on 100mg aspirin and 75mg clopidogrel, to which the patient was compliant. In (B)(6) 2015, the patient was diagnosed with an ischemic stroke due to the occlusion of the right internal carotid artery and carotid endarterectomy performed. A transesophageal echocardiogram (toe) performed at the time showed no intracardiac thrombus. Systemic lysis was performed. After conservative treatment, the patient was discharged to outpatient care with only slight neurological deficits (insecure gait). The patient again received dual antiplatelet therapy for 3 months, but no oral anticoagulation. In (B)(6) 2016, the patient came in for a follow-up imaging procedure. The imaging showed that there was a mobile device related thrombus present (40mm x 15mm in size) arising from a cleft of the laa and located between the pulmonary vein ridge and the laa device itself, and the closure device did not fully seal the laa. The patient was transferred to another hospital where they underwent cardiac surgery. During surgery the watchman closure device was removed with the thrombus. The patient's laa was also surgically closed during the procedure. In situ analysis showed that the closure did not cover the laa completely and the device was only partially coated by the endothelium. A gap was identified between the device and the laa from where the thrombus developed. The patient was discharged from the hospital and future follow-up procedures showed a complete seal of the laa and no further symptoms. Further follow-up is planned on a yearly basis.

Manufacturer narrative:
B3 date of event - the date of the event was estimated as (B)(6) 2015. D6a implant date - the date of the implant was estimated as (B)(6) 2014. D6a explant date - the date of the explant was estimated as (B)(6) 2016. Literature citation: sasko, b., ritter, o., bramlage, p., & riediger, f. (2020). Late left atrial appendage closure device displacement and massive thrombus formation: a case report. European heart journal-case reports, 4(2), 1-5. Doi:10.1093/ehjcr/ytaa014.